Manufacturer narrative:
Concomitant: cd horizon implantable hardware, peek cage, mastergraft, local bone, rhbmp-2/acs (therapy dates unknown). (B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient presented with unstable high grade degenerative spondylolisthesis with erosive disc disease and high grade spinal stenosis with associated large l4-l5 pseudo disc herniation. The patient underwent 1) posterolateral intertransverse process fusion at l4-l5 using mastergraft, rhbmp-2/acs, local bone graft, allograft; and 2) posterior spinal fixation using spinal instrumentation and peek cage. Six months post-op unspecified implant dislodged / migrated. No further details were provided. The patient's last follow up exam was performed at 7 months.